Manufacturer narrative:
Unit received with cracked and bleeding lcd glass noted. Unable to perform displacement test due to lcd damage. Cracked case and scratches on reservoir tube window noted.

Event description:
It was reported via phone call, that the customer's insulin pump has a cracked display. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.